Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they had an incident a year ago where the pump went blank; even it had a new battery. The customer states the pump eventually powered back on. The customer's blood glucose level at the time of incident was unknown. The customer sates there are cracks on the reservoir compartment, and scratches on the back and of the pump and on screen. The customer was advised that the pump would be replaced and returned for analysis.